Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider requested MRI guidelines for an issue that was unrelated to the device or therapy. They reported the patient lost their patient programmer (pp) and the implantable neurostimulator (ins) was "no longer working". It was noted the patient thought they had been implanted for 10 years. There was not indication of a sudden occurrence. There were no patient symptoms reported. It was recommended that the patient follow up with the manufacturer to get a replacement pp. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Event now an adverse event and product problem. Date of event updated to (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device never really worked for patient. Patient stated that even though it never really worked, they were able to use the programmer. Patient further reported that later it "stopped working at all" and they were having lots of incontinence. Patient didn't have access to the programmer so they could troubleshoot over the call. Patient redirected back to their healthcare professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.